Manufacturer narrative:
It was reported by the customer that they are seeing leakage between the cannula and nfc connection during long infusion or high-pressure infusions, especially in radiology. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was loose the following information was received by the initial reporter with the following verbatim it was reported by the customer that they are seeing leakage between the cannula and nfc connection during long infusion or high pressure infusions, especially in radiology.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.